Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the talar component and a poly swap due to subsidence of talus.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Correction - h6 (results code, conclusion code). The reported event could be confirmed since images of CT scans were provided and shows subtle posterior subsidence of the of talar component. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿subtle posterior subsidence. Reason for revision unknown. All components intact, no loosening of relevant subsidence.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the talar component and a poly swap due to subsidence of talus.